Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that patient experienced a stroke and thrombus was identified within the stent. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no apparent issues, and the patient passed the post procedure neurological check. Approximately 18 days post procedure, the patient experienced a stroke with the inability to move their right extremity and was readmitted to the hospital. Imaging revealed thrombus within the stent. The patient was taking plavix but was switched to brilinita. No intervention was performed as a result of the event.